Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25sep2020.

Event description:
It was reported to philips that the device had a battery failure. The device was not in use at the time of the event and there was no patient involvement. A philips authorized service personnel (asp) was dispatched to the customer site and confirmed the reported issue. The asp replaced the battery to resolve the reported issue and confirmed that the device returned to full functionality.